Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had issues with the insulin pump. The device began alarming unexpectedly. They removed the battery and reinserted it. The device alarmed an unexpected restart. They could not clear the alarm. The act button was not working. The customer¿s blood glucose during the incident was 156 mg/dl. The insulin pump will not be returned for analysis.